Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 55 mm abdominal aortic aneurysm. It was reported that, during the index procedure the flow divider marker could not be aligned properly with the markers at the proximal edge of the contralateral limb. It was reported that, approximately 3.3 years post index procedure, the patient returned for a follow up CT which revealed that the limb had been overlapped with the main body and was dislodged leading to a type iiia endoleak. Film recorded during the index procedure was reviewed by the physician and while 3 stents were originally required for a junction with the contralateral limb, the actual overlap was only approximately one stent. Intervention was performed 7 days later with a 16x28x124mm device implanted to match the flow divider marker and the procedure was completed. Per the physician the cause of the event was user error. No additional clinical sequelae were reported and the patient will continue to be monitored.